Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -7.0/2.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced for a longer length lens due to low vault without rotation. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
(B)(4).